Manufacturer narrative:
The subject device was not returned to omsc since it was discarded by the hospital. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Omsc considers that the calculus was too hard to crush and this caused the breakage of the operation pipe. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that during crushing stone in bile duct with uncertain bml, the impaction almost occurred. The doctor disconnected bml handle from uncertain product and moved the basket back and forth and removed stone from the basket. The bml did not break. The procedure was abandoned on the day. After 7 days, the doctor attempted to crush stone again with bml-v437qr-30 but the operation pipe broke. The hospital made arrange to borrow a coil sheath for bml-110a-1 from nearby hospital since they did not have it. Until they got it, the doctor tried to crush stone by eswl (extracorporeal shock wave lithotripsy) but could not do it. Finally, they got the coil sheath and completed the procedure.